Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d9: device available for evaluation has been selected as yes & date returned to mfg was added as well. H6: investigation results under type of investigation.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced occlusion event on (B)(6) 2025. The blockage was on the site. The blood glucose level was high, and the patient was treated with correction bolus via pump. The patient noticed symptoms within three hours of insertion and the site of insertion was abdomen. No further information available.